Event description:
Event description boston scientific received information that this right ventriuclar lead had dislodged. A revision procedure was performed, the lead was repositioned. No adverse patient effects were noted.